Event description:
Philips received a complaint on the efficia dfm100 device indicating that there was a therapy receptacle defect. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
According to the available information, the biomedical technician assessed the device and identified a defective therapy receptacle. It was replaced with a new therapy receptacle to resolve the issue, and the device's full functionality has been restored. No further evaluation is warranted at this time.